Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that the aneurx bifurcate had migrated on an unknown date. The patient received treatment. The physician implanted an endurant cuff. Currently, a type iii endoleak, separation between the aneurx bifurcate and the endurant cuff was discovered. The physician later stated that they thought it was a type IV or type ii endoleak. An intervention was performed and the stent graft was relined with size 28x16x124 and a size 16x16x156 stent graft on the left and a size 16x16x124 stent graft on the right and the type iii endoleak was resolved. Per the physician, the cause of the events was due to patient's tortuous anatomy. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.